Event description:
On 7/17/85, a unit of blood was transfused into an infant born on 6/8/85. The male infant's diagnosis was anemia at the time of the transfusion. The unit was transfused prior to the htlv iii testing of the blood unit. The unit tested negative when tested for htlv iii on two separate testing runs. The infant did not receive any other blood units nor any other serum or plasma based injectables. The child was confirmed as hiv 1 positive by western blot on 7/22/90. The child has since died (date unknown). Both parents have tested negative. The donor unit transfused was within the "negative gray zone" range when tested. The package insert did not require retesting or labeling of "negative gray zone" samples. The test was performed a second time for a negative result. Labeling did not require a repeat of a negative sample result. Info supplied was through a dr acting as a consultant on the behalf of the plaintiff in a litigation suit. Info on the name and location of the testing facility for the donor unit is unknown.